Manufacturer narrative:
Correction: the report no. Reflects the wrong manufacturer. The correct one should be 9613369-2015-xxxxx.

Event description:
A revision has been reported due to breakage of the inclination set. Exchange of inclination set, humeral head and body. Humeral stem remains in situ.

Manufacturer narrative:
.